Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The user interface module was fully evaluated in carefusion's failure analysis laboratory but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Event description:
The customer reported the touchscreen on this avea ventilator is unresponsive to touch commands. The customer stated that this unit was not on a patient.